Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire became stuck. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis as it was contaminated.

Manufacturer narrative:
The farawave catheter has been received at boston scientific laboratory. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire became stuck. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.